Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the cable/cord/wiring was damaged, the motor control was defective, the motor was rusted, had liquid damage, and the hose was torn. It was also observed that the device failed the following pre-tests: motor thermistor, rotational speed, noise, air pump, handpiece temperature and hand control. It was noted in the service order that the rubber on the cable on the device broke before use on a patient. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.